Manufacturer narrative:
The device was returned to zoll medical italy. During the investigation it was noted that the report of the device not powering up was verified during evaluation. Esd board was replaced to remedy the issue. No emerging trend based on similar reports.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.